Event description:
It was reported that the pace-sense portion of the right ventricular lead exhibited t-wave oversensing and the superior vena cava (svc) impedance was high. The physician elected to cap the pace/sense portion of the lead and add a new lead. Analysis of device data revealed that the svc impedance had been high since initial implant of the device so the physician elected to implanted a pacemaker rather than a defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.